Manufacturer narrative:
D4 is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank cover. Broken pole clamp. Outdated printed circuit board (pcb) and power switch. Filled water reservoir, attached temperature check, and hooked up to safety/electrical test. The device failed the test. Removed front cover to investigate further.. The reported issue was confirmed. The root cause of the reported issue must have been a shortage in the pcb because it had burn damage. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given electrical testing and did not meet with specifications. Internal examination showed the printed circuit board had burn damage. The issue was determined likely to have been caused by a short in the printed circuit board. The cause of the short was not confirmed.

Event description:
It was reported that the line is tripping with no apparent cause.